Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and initial functional testing. Both load cell 1 and 2 were replaced to remedy the fault. No physical damage was noted during visual inspection and power distribution board (pdb) is up to date. Review of the archive data indicated error message ua 07 on the customer reported event date of (B)(6) 2017. The platform failed the initial functional testing due to error message ua 07 displayed upon powering on the platform. Both load cell 1 and 2 were found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure and battery lock were replaced, after which the platform passed both the run-in test and all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar related complaints for autopulse sn (B)(4).

Event description:
It was reported that during device check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement was reported.